Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 519 mg/dl and 477 mg/dl. The customer was offered to troubleshooting high blood glucose and declined he already made a bolus he had active insulin. The insulin pump will not be returned for analysis.